Manufacturer narrative:
Mesa has concluded the investigation of this complaint and determined that the lot meets specification. Mesa continues to track, trend, CAPA assigned, and react to customer complaints. No adverse event occurred. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.

Event description:
'On (B)(6) 2022, patient contacted customer success (cs) questioning their positive rapid pcr test results (released: (B)(6) 2022, 8:31) created/confirmed (B)(6) 2022 and completed on (B)(6) 2022, 7:49 as the patient received a negative test result from an ihealth rapid at-home test completed two hours after the curative test. The patient reports some covid symptoms (i.e., congestion) and was unsure which result to relay on. Tier 2 specialist explained to the patient that the standard pcr test is more accurate/sensitive and recommended by the cdc if conflicting results are provided. The specialist scheduled a pcr appointment for the patient. No adverse event occurred. Information reported by user is being reported as required by 21 cfr 803.